Event description:
Reported event of reflux, dysphagia, and achalasia, from journal article: "conversion of failed laparoscopic adjustable gastric banding: sleeve gastrectomy or roux-en-y gastric bypass?, surgery for obesity and related diseases: official journal of the american society for bariatric surgery on, ((B)(6) 2013), electronic publication date on: 04/17/2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Reflux, dysphagia, and achalasia are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of reflux and dysphagia as follows: "contraindications: the lap-band. System is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Warnings: some types of esophageal dysmotility may result in inadequate weight loss or in esophageal dilatation when the band is inflated and may require removal of the band. On the basis of each pt's medical history and symptoms, surgeons should determine whether esophageal motility function studies are necessary. If these studies indicate that the pt has esophageal dysmotility, the increased risks associated with band placement must be considered.